Event description:
Our dexcom is exposed to tell us of my son's low blood sugars. It quit working at midnight and still isn't working. Dexcom does this often and does not notify anyone of outages. Their customer service since moving overseas cannot even be reached. And we have no other options. Dexcom hasn't been reporting. FDA safety report ID# (B)(4).